Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 months 18 days after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2017). The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 38-year-old female patient who had essure (batch no. D23618) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, pelvic pain female, uterine fibroid, uterine prolapse, cystocele, rheumatoid arthritis and grand multiparity. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 months 18 days after insertion of essure. On an unknown date, the patient experienced complication of device insertion ("unable to pass device on l side"). The patient was treated with surgery (bilateral salpinoectomy, excision of right tu8al" essure.) Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and medical device removal to be related to essure. The reporter commented: insertion details- the device was in good position with 4 trailing coil on the right side. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received. Lot number added. Patient information date of birth , medical history was added. Reporter was added. New event added- unable to pass device on l side. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 38-year-old female patient who had essure (batch no. D23618 -invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, pelvic pain female, uterine fibroid, uterine prolapse, cystocele, rheumatoid arthritis and grand multiparity. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 months 18 days after insertion of essure. On an unknown date, the patient experienced complication of device insertion ("unable to pass device on l side"). The patient was treated with surgery (bilateral salpinoectomy, excision of right tu8al" essure.). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and medical device removal to be related to essure. The reporter commented: insertion details- the device was in good position with 4 trailing coil on the right side. Lot number ( d23618 ) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2020: update of information (batch is invalid) fu 4 and fu 5 process together. On 17-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 months 18 days after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc.fu 1 and 2 processed together. On 28-jan-2020: pfs received. Reporter's information added.fu 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.